Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted concurrently with hysteroscopy and d&c.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. The patient experienced chronic pelvic and vaginal area pain, severe rectal pain, bowel problems, excruciating pain during intercourse, sharp abdominal pains, inability to sit or stand for a period of time, frequent utis, vaginal infections with vaginal discharge. In addition, patient suffered psychologically and emotionally. It was reported that patient underwent mesh removal in 2008. No additional information was provided.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2006 and mesh was implanted. It was reported that she experienced pain, infections, discharge, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures, including a mesh removal surgery in 2008 due to erosion, infections, and discharge. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent removal of transobturator tape on (B)(6) 2007 by dr. (B)(6) due to obstructive voiding.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.